Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become severely misaligned. Proper functional inspection could not be completed due to the severe misalignment of the staples. The device was disassembled. Die casting anomalies on the forming tool were also discovered. A corrective and preventative action (CAPA) was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Although a lot number was not reported, two potential lot numbers were found through sales history. A device history record review was perform ed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the hcp failed to fire the skin stapler during use on patient(staple jammed and not firing). The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that the hcp failed to fire the skin stapler during use on patient(staple jammed and not firing). The patient's current condition is reported as "fine".